Event description:
It was reported that during hip surgery, the surgeon noticed the omnifit axial reamer was rotating as eccentric rotation with a modified trinkle reamer ((B)(4)) and system 5. The device was not used in this surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.